Event description:
It was reported that the ventilator stopped delivering breaths or flow with a low pressure alarm to the pt. No reported harm to the pt.

Manufacturer narrative:
The ventilator has not been returned for evaluation.